Event description:
It was reported that during setup of a dual console system, one of the surgeon side consoles (ssc) was displaying a fiber cleaning message on the screen. Prior to calling, the customer had already reseated the fiber cable and power cycled the system, but the issue was not resolved. The caller noted that the blue fiber cable appeared to be damaged and that was confirmed through a video call with technical support. A new cable will be required to resolve the issue. The customer noted that they would proceed with the case using only one ssc instead of the two as planned. There was no patient involvement as this was identified during system setup.

Manufacturer narrative:
No field service activities were required, and no product is expected to be returned. The blue fiber cable is a disposable item and will be replaced onsite. The root cause of the reported issue is the damaged blue fiber cable, however the cause of the damage was unknown.